Event description:
This is a lead management case to replace a generator and upgrade to a bi-v device. During the 5 second pause following 50 seconds of lasing with a 14 fr glidelight laser sheath, a gradual decline in bp was observed. No procedural or technique issues were present to suspect injury. Pericardial effusion was confirmed via echo. An interventional cardiologist was called. Pericardiocentesis was performed and CPR was started. The bp was 51/30. One unit of blood was in the room; a second and third were called for immediately, and subsequently roughly 6 additional units. The surgeon coordinator was called. An impella left ventricular assist device was implanted by the interventionalist. Three shocks were given for vf. The heart team arrived and opened the chest. Reported time of death was 28 minutes after opening the chest. The surgeon stated that there was an svc tear.